Event description:
Patient was revised to address severe patella pain and loss of quad function. Surgeon felt the joint line was too elevated from previous surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Examination of submitted x-ray photocopies suggest the joint line was elevated. Product information required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the root cause of the elevated joint line. The initial reporting indicated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.